Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during a generator change. It was noted that the high voltage coil was stretched. The lead was explanted and replaced. No patient complications have been reported as a result of this event.